Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to unspecified reasons. A revision surgery was performed in which the existing cuff was removed and replaced with a new cuff on the same site. The device was cycled during the procedure and appeared to work well. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.